Event description:
The customer reported that they received a visible "speaker malfunction" inop message but no audio alarms.

Manufacturer narrative:
(B)(4): the customer reported that they received a visible "speaker malfunction" inop message. No patient was harmed as a result of this issue. The visual inop would be obvious to users. In abundant caution, we will report this as a malfunction. Philips replaced the speaker assembly and verified that the device provided audio and visual alarms. No further investigation or action is warranted.